Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is two of two for the same patient and same cycler on subsequent treatments.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated while removing the cassette from the cycler on (B)(6) 2017 there was fluid leaking out of the cassette area and fluid was observed inside the pump module. The patient contact stated the patient had reverted to manuals to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient contacted the clinic to report the issue and was in the clinic on (B)(6) 2017 and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient did not report any discomfort and did not require medical intervention. Per pdrn the patient was not required to come into the clinic and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. The pdrn indicated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and confirmed no treatments were missed. Per pdrn the samples were discarded and were no longer available for evaluation. The lot numbers were unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation. This event is two of two for the same patient and same cycler on subsequent treatments.

Event description:
A peritoneal dialysis (pd) patient's contact called and stated while removing the cassette from the cycler on (B)(6) 2017 there was fluid leaking out of the cassette area and fluid was observed inside the pump module. The patient contact stated the patient had reverted to manuals to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient contacted the clinic to report the issue and was in the clinic on (B)(6) 2017 and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient did not report any discomfort and did not require medical intervention. Per pdrn the patient was not required to come into the clinic and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. The pdrn indicated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and confirmed no treatments were missed. Per pdrn the samples were discarded and were no longer available for evaluation. The lot numbers were unknown.